Event description:
In 2002, company received a call from a nurse of a health center alleging her patient's meter was reading inaccurately high. In 2002, after breakfast, patient took a test on the meter with a result of 244. Patient was shaking and for the last 3 days patient was not feeling very well. Patient went to the hospital, while there (no exact time, but still in the morning) they gave patient's a test with another meter with a test result of 499 mg/dl. They gave patient an injection of rapid insulin and was discharged after approx. 1 hour with no change on treatment only the indication to go to the health center where patient usually was looked after. The next day during the morning (not known exact time, but in fasting state) the nurse from the health center performed 2 tests in a row, one with the glucotouch with a result of 240 and another with the meter from the health center with a result of 486. The objective of these 2 tests was, in accordance with the family member, to see if there was a high discrepancy between results or if the problem remained on how the insulin was administered. The representative also noted the button that is used to program the meter's units of measure, date, time, etc., was missing.